Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal footplate did not exit the sheath after inserting and locating artery with arterial locator, then putting in device and clicking into place leading to the device sheath being removed from the artery with the footplate and collagen still in sheath. The manager did push the footplate and device out so that he could make sure it was not in the patient. He confirmed it was in the device sheath and the staff then held manual pressure. The procedure performed prior to the use of the angio-seal device was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiac cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, arteriotomy locator, carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in rear lock position with the suture deployed and internal components noted within the sheath cap. The sheath and carrier tube were returned separate and connected by the suture only. The angio-seal device was returned for evaluation. The sheath and carrier tube were returned separate and the carrier tube in rear lock position. The internal components of the carrier tube were deployed and with the suture and collagen protruding from the sheath cap. Based on the available information, it appears that a pullout event had occurred and the components were then separated to confirm the presence of the anchor and collagen in the device. As a result, the complaint can be confirmed for a pullout event. The exact root cause could not be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).